Manufacturer narrative:
In regard to this complaint, logfiles were provided for review and a pump module was provided for investigation. Review of the logfiles confirmed the occurrence of the reported pum97 error message, this means an error was detected with the second aspiration valve. Visual inspection of the returned module revealed old type/worn buffers, and a broken waste valve buffer. Functional inspection revealed a defective pneumatic valve inside the module. Due to the defective valve, the module could not pass priming and the eva surgical system was triggered to display the reported error message on the screen. Based on investigation results, it was determined that the reported complaint is attributable to a component failure of a pneumatic valve inside the pump module.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. Investigation of the returned pumps revealed that the valves next to the defective valve showed the same wear and tear but in different phases. As corrective action all 5 valves will be replaced during a repair related to a defective valve. This prevents the failure of another valve within a short period after repair.all similar incidents related to the eva surgical system are included in the analysis (pu-pneu-valve). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the failure codes will not always lead to a prolonged/delayed surgery. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during priming, the orange auxillary aspiration line was dripping. At the 60% complete stage the error message pum97 came up , the cartridge was changed 3 times to see if it could be a faulty cartridge. Unable to solve the issue it was decided to abort the surgery. No report that actual patient harm occurred, however due to the reported event surgery was aborted.

Manufacturer narrative:
In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during priming, the orange axillary aspiration line was dripping. At the 60% complete stage the error message pum97 came up , the cartridge was changed 3 times to see if it could be a faulty cartridge. Unable to solve the issue it was decided to abort the surgery. No report that actual patient harm occurred, however due to the reported event surgery was aborted.